Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that prior to the revision, the stimulation was going to the wrong hand. It was noted that the leads appeared to have pulled down slightly and to the other side. It was noted that the entire system was replaced with MRI compatible components. There were no malfunctions in the implants as the impedance readings were normal. It was noted that the revision appeared to have resolved the problem.

Event description:
Additional information received reported that the patient was having a revision on (B)(6) 2014 because the stimulator was ¿not working and the stimulation was going in her head instead of her hand.¿ it was noted that the patient was getting electrical shocks. The health care professional (hcp) took an x-ray and it was determined that the wire was bent. It was noted that the problems started over a month prior to the report. It was noted that they would remove everything and replace the whole system. It was noted that the patient saw the manufacturing representative on the day of the report at the hcp¿s office.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient wanted her device checked as she reported it was not working right beginning "about a week" prior to report. It was reported that the patient "didn't know if one of the wires was off" but she needed it checked. The patient reportedly had it "on really high." The patient reportedly was not feeling it and changed the batteries. It was noted that the patient would usually keep it on a lower number but she had to keep raising it higher and higher. It was noted that it was "just not doing the job it used to." Additional information received eight days later reported that the patient received assistance from her doctor or the manufacturer's representative on (B)(6) 2014; but that she was still having concerns with her device or therapy but was working with the doctor or the manufacturer's representative. It was noted that her next appointment would be (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.